Event description:
Delivery system introduced into patient, balloon and valve were found to not be aligned under x-ray. New device, sheath and valve opened. Manufacturer response for edwards commander delivery device, (brand not provided) (per site reporter). Manufacturer representative picked up, sent in replacement.